Event description:
The pt was reportedly experiencing poor performance that decreased over time. Rehabilitation was performed with no resolve. Testing of the device revealed that it is functional. Surgery to explant the pt's device will be scheduled.